Manufacturer narrative:
The customer contacted siemens, and informed that smoke was observed after a power glitch. The customer noted that an alternate dimension vista was available for testing. Siemens dispatched a customer service engineer (cse) to the customer site. The cse noted the uninterruptible power supply (ups) did not turn on. The system was unplugged from the ups and connected directly to the electrical power source. The cse turned on the system and verified the operation. The cse performed a quick check test, and no issue was noted. The customer emptied the reagents and then ran quality controls with no issue. The cse performed a follow-up and replaced the ups. The system was tested and satisfactory. Siemens evaluated the event. The dimension vista 500 system is equipped with a double online conversion 6kva ups and an internal isolation transformer to help shield and protect it from electrical disturbances and power outages. If severe electrical disturbances such as electrical storms occur, it is possible to affect the system's performance. If electrical disturbances continue, there may be an issue with the hospital's utility power system. The system was verified and operating as intended. No further evaluation of the device is required.

Event description:
The customer observed smoke from the uninterruptible power supply (ups) that is used with the dimension vista 500 system. The customer did not observe flames and noted that no injury occurred. There are no known reports of adverse health consequences due to the event.